Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain at the implant site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the implant site. The patient will undergo a revision procedure.